Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2108-50m, serial number: (B)(4), batch/lot number: 14193, model/catalog description: scs lead kit, phase 2 sterile package. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient had stimulation in the stomach area. Fluoroscopy was done and it was determined that the lead had gone anterior. The patient underwent a lead replacement procedure and was doing well postoperatively.